Manufacturer narrative:
This supplemental report is to inform that, upon further review, this event is not a reportable malfunction. The initial medwatch reported that during device inspection, the gastrointestinal videoscope exhibited foreign material in the scope. However, upon further investigation it was found that reprocessing was not conducted or completed in the user facility before the subject device was sent to olympus, causing the foreign material to remain in the auxiliary water channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material in the scope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.